Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: examination of the returned complaint device revealed 1 separation on the catheter. The separation was located at 38cm from the strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that a catheter break occurred. A fetch®2 was selected and the monorail piece broke 2 cm from the hub when the physician tried to advance the wire through the device. No patient complications were reported and the patient's fine. The procedure was completed with another of the same device.